Manufacturer narrative:
The report event of high impedance was confirmed. The return lead had a kink with multiple wires broken, causing the reported issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient was experiencing ineffective stimulation. As a result, patient underwent surgical intervention wherein the 3186 lead was explanted and replaced. Effective therapy was restored postoperatively.